Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was deployed and reported to be tight. No pre-balloon aortic valvuloplasty (bav) was performed. At 2/3 deployment, the valve was 6 mm below the non-coronary cusp. It was reported that the valve was not fully expanded. The valve was released and dislodged out of the annulus into the sinus of valsalva. The valve was snared and pulled above the sinotubular junction. The native valve was pre-dilated and a second 29 mm transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.